Event description:
Procedure type: lap appendectomy. According to the reporter: white tip from trocar fell off during insertion during the surgery. The piece was retrieved without extending neither the o.r. Time or the size of the incision. There was no additional bleeding, the case was completed with another bladeless trocar. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).